Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument had physical damage and the tip was broken in half. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tip-up fenestrated grasper instrument's tip broken in half, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper was analyzed and found to have a broken grip at the midpoint of grip. A piece approximately 0.185"x0.627" was found to be broken off. The broken piece was not returned. The complaint regarding instrument's tip broken in half was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.